Manufacturer narrative:
Lead found an external abrasion breaching the outer insulation and exposing the outer coil due to friction to the device can located proximal from the suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone.

Event description:
New information noted that the right ventricular and right atrial lead was explanted and replaced. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2023-02932. It was reported that the right atrial lead and the right ventricular lead both exhibited noise. No intervention was performed. The patient was in stable condition.